Manufacturer narrative:
Retainer ring black. Device received with constant critical pump error (open book) and unsuccessful to download to crest and thus. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage at the electrical board 1 and electrical board 2. Also moisture damage found at the motor assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1 reinstalled in a test electrical board 2, case, internal battery and motor. The critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 2 and reinstalled in a test electrical board 1, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, constant critical pump error (open book) and unsuccessful to download to crest and thus due to moisture damage on the electronic assembly. Device received with cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. Customer states they went swimming and the insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.